Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 264 and 172 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated when she had obtained the back to back results of 264 and 172 mg/dl she had been shaky and sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer stores the test strips in her purse which she takes with her when she goes out. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is one - two weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer called about meter giving high results first then rechecked the meter and the results were more than 15% variance, 172mg/dl 1 minute later 264mg/dl. This is when she was having the symptoms of being shaky and sweaty. She thought her blood sugar was low since the dr thinks she has hypoglycemia.